Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced pain, riddled with leukocytes and had to manually lift legs with hands to turn over in a bed. It was also reported by the patient that the mesh continues to slice into the living tissue. Additional information has been requested.